Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 3.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during insertion, it was noted that the mounted stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and stretched in a distal direction on the proximal and distal ends. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 155 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during insertion, it was noted that the mounted stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.